Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4 failed. A field service engineer replaced controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system had a drawer failure. The customer reported that users were unable to remove medication from the station. The user was able to retrieve the needed medication from another medstation. There were no adverse events or injuries reported based on this incident.